Event description:
Customer called received on (B)(6) 2011. Customer claims new unit was plugged into kitchen wall outlet to take a blood pressure reading. Claims there was an immediate spark, flash and odor causing the outlet to turn black. Claims husband waited 10-15 minutes and unplugged the ac adapter from the outlet. Husband noticed part of the metal prong was extended away from the plug.

Manufacturer narrative:
Ac adapter (B)(4) component used with omron device model number bp785 is manufactured by: (B)(4). Customer alleges the ac adapter plug caused a spark, flash and odor causing the wall outlet to turn black. (B)(4) opened to investigate the issue. This incident has also been forwarded to both the device and component manufacturer for further investigation. The u.s. Importer performed an initial eval of the case unit with a different ac adapter and found it to be working within specifications. The ac adapter (B)(4) component has been visually inspected by the importer with no initial determination or conclusion at this time. The component and base unit has been forwarded to the manufacturer (s) for further eval. The component failure mode is unk at this time. A follow-up report will be submitted by the u.s. Importer if additional info is received from the manufacturer of the component.